Event description:
It was reported that during an unknown procedure while the surgeon was using the extra-long circular stapler, it did not open. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide device details (product code/lot#/batch#)? Could you please clarify how device was opened/removed? How was the case completed? Was there any change in the procedure? If yes, please explain if information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/31/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information was requested, and the following was received: could you please provide device details (product code/lot#/batch#)? Unknown. Could you please clarify how device was opened/removed? Unknown. How was the case completed? Unknown. Was there any change in the procedure? Unknown surgeon stated that there are no further details on the event or the device specifically. Device is not available.